Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer reported she was sleeping and thinks she might have been on the device, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.